Event description:
Pt claims he sustained right arm nerve injury during september 1998 stay in hospital while being monitored with non-invasive blood pressure monitor. Per hosp risk mgr, there was no indication of pt injury and no report of device problem/failure during pt's hospitalization.